Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. Noise could be reproduced. The lead was capped and replaced on (B)(6) 2016. No patient symptoms were reported. No further information could be obtained.